Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 26 and 24 mmol/l. Customer was treated with manual injection. Customer was using auto mode. Customer was alleging insulin pump for under delivering because customer stated that the insulin pump not delivering insulin. Customer declined to check air bubbles and leak. The reservoir will not be returned for analysis.